Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels and leaking reservoirs. The customer states they are fighting a cold, and that could be the reason for the high levels. The customer also states they have issues with air bubbles. The customer states that she previously had issues with the needle being sometimes slightly crooked and off center. The customer declined to trouble shoot, and asked to speak with someone about diabetic diets. No further assistance was needed at the time.